Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient tried to lower their blood glucose levels by delivering boluses, but the infusion device did not deliver insulin. Therefore, the patient went to the hospital. At the hospital, the patient was treated with insulin and glucose. The blood glucose results were not provided. The patient was in the hospital for 6 days.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.